Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A microscopic inspection of the shaft, collar, and tip were performed. The shaft was detached/separated at the collar and the polytetrafluoroethylene (ptfe) was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that the device could not cross the lesion. The target lesion was located in the left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the shaft was detached/separated at the collar.